Manufacturer narrative:
(B)(4). The carefusion technical support representative advised the user facility biomed to calibrate the device¿s pressure transducers and to the check the flow sensor receptacle to ensure that the o-rings are in place. The carefusion technical support representative also advised the biomed if any of the pressure transducers will not calibrate then the device¿s gas delivery engine (gde) would need to be replaced. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) could be provided to the user facility to repair the device and return it to service.

Event description:
The user facility biomed reported that during pre use checks the device alarmed "circuit occlusion", "ext high ppeak", & stopped ventilating. There was no report of patient involvement.